Event description:
Device was set up for autologous blood salvage use during surgery. When the user attempted to fill the bowl from the reservoir he was unable to get the valve to open on that line. The user switched disposables and successfully processed the blood in the reservoir. No pt injury resulted. The user subsequently discovered that the red and blud lines of the device had been reversed at the pump cartridge.